Event description:
Ous MDR - after an implantation time of about 21 months, a suspected insulation defect was reported. No deterioration of the pt's state of health was reported. Device was explanted, but no date of explant was provided.

Manufacturer narrative:
Ous MDR - the analysis checked the properties of the lead. The analysis showed damage to the insulation by squashing. In addition, the outer conductor helix was broken at that site. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load at the lead. The characteristics of the damaged structure of the lead body (squashing) lead to assumption of excessive mechanical load of the lead due to the "subclavian crush syndrome". There were no indications of any materials defects or manufacturing errors.